Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, oversensing and noise. As well, the lead had a fracture and was reprogrammed. Replacement is planned for the future. The patient's right atrial (ra) lead had undersensing with no intervention. The lead is still in use. No patient complications have been reported as a result of this event.